Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform a failure analysis. The unit was tested on an in-house system in normal mode where it triggered error 319. The unit was also tested on the test platform where it failed with "check all boards (acc not found)" and fiber test on the rolling loop, which both failures were caused by the axes controller carriage power (accp). The complaint regarding non-recoverable error 319 on the usm 4 was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting system displayed non-recoverable error 319 on arm 4, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued to the customer and that the usm assembly has not yet been received as of the date of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, system generated a non-recoverable error 319 on arm 4. Prior to calling intuitive surgical (is) technical support the customer restarted the system, but the issue persisted. The isi technical support engineer (tse) reviewed live logs and identified error 319 pointing to a node not present, node name acc in armnet 4. Tse then guided caller through hard power cycle + emergency power off (epo), but issue persisted. Tse explained caller that he can disable universal surgical manipulator (usm) 4 and use the system as a 3-arms system. The surgeon continued the procedure with 3-arm system with no injury to the patient. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.